Event description:
It was reported that the unit is overheating. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Device not yet returned to MFR for eval. F/u report will be issued as necessary based upon investigation results.